Manufacturer narrative:
The promus premier ous mr 12 x 2.50mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts were stretched and misaligned at the proximal and distal ends of the crimped stent. The stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found kinks at various locations along its length. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was soaked in a waterbath. A 0.014 wire was inserted through the wire lumen with no resistance noted. The device was inflated to 18 atm using an encore device and deflated within 7 seconds with no issues. The stent deployed with no issues. No issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 30-nov-2021. It was reported that deployment difficulties were encountered. A 12 x 2.50mm promus premier drug eluting stent was advanced for treatment. However, it was noted that the stent failed to deploy. No patient complications were reported. However, returned device analysis revealed stent damage.